Event description:
The customer reported that on turning on the ventilator, an error message indicating a memory error involving the breathing software (10003) was generated. Nevertheless, the customer proceeded and started the ventilator, but it did not work and further error messages indicating disabled valves, and a problem with the expiratory flowmeter were generated.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.